Manufacturer narrative:
Result: power coil cable.

Event description:
It was reported by service report that the footend lift assembly lost power as it raised to high height position. No pt involvement or adverse consequences are reported.